Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) was started on duopa therapy. After an unspecified period of time, the patient developed stoma site redness and was seen at the hospital. It was reported that the patient took antibiotics for local redness and infection at the stoma site. There was no abscess, had good response to treatment and the events resolved.